Event description:
Complainant reported the water leaked out of the connection when she put the water in. Additional follow-up information received stated that one (1) fms was inserted into the patient and balloon was inflated. It slowly deflated and eventually fell out. The same system was inserted a few times again after the balloon kept deflating. It was eventually discontinued and tossed. Another system was used, and the same thing happened. After inserting it a few times, again, the system was discontinued. Another system was not attempted at this time.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional information from the clinical resource nurse on the unit indicated that the bedside nurse was having difficulty because the system is not being inserted far enough and is not above the rectal shelf. Additional education resolved the issue by inserting the system further into the patient. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. "Another system was used and the same thing happened" therefore; a separate 3500a form has been completed for the other case under (B)(6) and MFR report#: 2243969-2014-00194. (This is report 2 of 2 to capture these cases). The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.